Event description:
On 07/15/2015, (B)(4) received a maude event report (mw5042672) from FDA involving a video duodenoscope model ed-3490tk/serial number (B)(4). It stated a user facility had reported that "after appropriate cleaning and high level disinfection routine culturing on the device elevator procedure a positive results for carbapenem-resistant enterobacteriaceae (cre). This pt is at risk for potential exposure to the organism." On 07/17/2015 (B)(4) sent an e-mail to the facility for additional info. On 07/21/2015, the facility informed (B)(4) that it became aware of the positive culture results on (B)(6) 2015. Additionally, the facility advised that it immediately removed the scope from service, and 2 (two) patients who underwent procedures with the scope were identified. The event date for use of the scope on the pt was (B)(6) 2015. The facility informed (B)(4) that the pts were tested for cre and no pt tested positive. Therefore, the response from facility indicates there was no pt injury.

Event description:
Pentax of america, inc., is submitting the report on behalf of hoya corporation pentax.